Event description:
It was reported that the patient passed away. At the time, the reporter did not know the cause of death or when the patient passed. She did not comment on the relationship between the patient's death and vns. A search of the social security index revealed that the date of death was (B)(6) 2012. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
The physician indicated (B)(6) 2012, that the cause of death was unknown; however, it was not believed to be related to vns. The physician stated that the patient had a history of cad (coronary artery disease) and CABG (coronary artery bypass graft). Attempts have been made for a copy of the patient's death certificate, and have been unsuccessful to date. The patient's device will not be returned for product analysis as the director of the patient's funeral home stated that the patient had been cremated and the device was disposed of.

Event description:
A sudep evaluation was also performed and indicated that the patient's death was likely not sudep.

Event description:
The death certificate was received on (B)(6) 2012. The cause of death was not provided on the death certificate however it did state that the manner of death was natural. Additionally the patient passed away in hospice.